Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door handle; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the problem was physical damage to the door latch.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a broken door handle door was confirmed and reproduced during evaluation. A definitive root cause has not yet been identified. The door latch was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.